Manufacturer narrative:
Correction - approximate age of device - 3 years, 4 months investigation conclusion: a correlation between the device and the reported gi bleed, along with a specific cause for the reported low flow alarm cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Bleeding is listed in the hm2 IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The ¿alarms screen¿ section of the IFU outlines the system's advisory and hazard alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, the patient was admitted to the hospital with complaints of syncope, low flows, and gastrointestinal (gi) bleeding. An esophagogastroduodenoscopy (egd) showed multiple angioectasias and multiple bleeding areas in the duodenum where they utilized an argon beam. On (B)(6) 2018, they found multiple lesions of bleeding in jejunum where they used argon plasma coagulation to treat. The patient was transfused with 3 units of packed red blood cells throughout the (B)(6) 2018 admission and was discharged on (B)(6) 2018. No further information was provided.